Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-58622.

Event description:
Customer reported the insulin pump has been giving her multiple issues. Customers did not recall her blood glucose levels for the events. Troubleshooting for low battery was started but customer was unable to continue troubleshooting. Customer stated the battery cap was off the insulin pump and the device turned back on and started beeping. Customer also stated the device had been alarming no delivery and she was experiencing high blood glucose levels recently. No further information reported.